Event description:
It was reported that the 9900 system intermittently has a dicom connectivity issues. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the external interface pcb. The system was tested and found to be working as intended and placed back into service.